Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
It was reported to philips that the device had an air valve liftoff failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Device evaluation was performed by the customer with guidance from the remote service engineer (rse). During evaluation, the customer was unable to duplicate the vent inop 1012 error. The customer was also unable to collect the diagnostic report but reported that the unit passed performance verification testing (pvt). The rse advised the customer to check the connections and let the unit run for several days to attempt to duplicate the issue and replace the air valve, blower valve assembly and power supply if needed. The customer was provided with part identifications. It was reported that the customer replaced the power supply and battery and the issue got resolved.